Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in report and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 3 of the bd venflon¿ pro safety shielded IV catheter hub not able to connect to mating component. The following information was provided by the initial reporter: its a complaint raised while locking the cannula. They could not fix the extension after they remove the white cap.

Manufacturer narrative:
H6: investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 22g from lot number 3005153 regarding material number 391591 with the reported issue of luer fittings incompatible. A device history review was performed for material number 391591 with lot number 3005153 was checked and there was no quality notification found on this lot number from its production date to its dispatch date. The investigation and simulation were carried out on 1 retention sample where the investigating team has visually tested the samples for luer fittings incompatible and no abnormality was found in the 1 retention sample. Based on the photograph defect is not confirmed. H3 other text : see h10.

Event description:
It was reported that 3 of the bd venflon¿ pro safety shielded IV catheter hub not able to connect to mating component. The following information was provided by the initial reporter: its a complaint raised while locking the cannula. They could not fix the extension after they remove the white cap.